Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to inappropriate atrial pacing. Upon review, the inappropriate atrial pacing was due to ddir in fallback mode. A single undersensed atrial beat was observed. In addition, p-wave amplitudes varied from 1.6mv to 6mv and atrial automatic gain control (agc) was at 1.5 mv. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.